Event description:
Port needle leaked at hub while priming line. Manufacturer response for huber needle, miniloc safety infusion set (per site reporter). There have been several device failures and sterility issues and the manufacturer is returning to the institute to review the issues and offer retraining.